Manufacturer narrative:
(B)(4). The customer reported a recurrent error 10003, system failure, cycle power message that was not resolved by cycling power. Note that the customer did not provide a serial number for this device. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a recurrent error 10003, system failure, cycle power message that was not resolved by cycling power.